Event description:
On 5/5/00, a letter was rec'd from the distributor stating, "during a plastic surgery procedure, the look suture was used on the pt's right side, while another brand suture was used on the left side. The left side is fine; however, on the right side, the pt is experiencing redness, swelling, and itching. Pt is currently taking antibiotics and pt's condition is improving." On 5/24/00, the pt reported that the incision site is still slightly swollen and tender. The pt does not have a fever. As of 5/24/00, the pt had completed all prescribed oral medication.